Manufacturer narrative:
The reported event of could not take the torque wrench out of the header and then when finally successful a blue material was stuck to the wrench tip was confirmed. Analysis revealed the blue lv-setscrew became stuck to the tip of the torque wrench and was pulled out of the device through the septum stuck to the wrench tip. (The blue material is the lv-setscrew.) This happened when the user of the torque wrench made incorrect wrench insertions into the setscrew. The wrench tip was not being aligned to go into the hex shaped inset. The physician forced the wrench tip down into the setscrew inset with the corners of the wrench tip going down and wedged into the setscrew inset walls. This stuck the wrench in the setscrew inset. When the user/physician pulled the wrench out of the device, the setscrew stuck to the tip was pulled out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During a device implant procedure, the hex wrench was stuck in the header and when it was pulled out part of the silicone from the header detached. A new device was selected and implanted to resolve the event. The patient was in stable condition.